Event description:
The patient as implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with low flow alarms followed by complete pump stoppages. The patient had elevated pump power and low pi parameters. The primary and backup system controllers had intermittent communication failure with the system monitor after pump stoppages, despite equipment exchange. On (B)(6) 2013, the patient was transplanted.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.